Event description:
Philips received information from a customer site that if the couch is in the lowest position, the "in button" is disabled, which means the CT user can not drive the couch inward. If the user then presses the "up button" and brings the couch a little bit up, the "in button" is activated and it becomes possible to move the couch inward. There was no report of any harm to patient or operator as a result of this reported event.

Manufacturer narrative:
(B)(4). A philips field service engineer (fse) reported that in order to move the patient support into the gantry, the customer first needs to move the patient support to a certain height upwards and further alleged that at that height, if the patient support is moved inwards, the foot holder comes in the way of the gantry cover, which can lead to collision between the foot holder and the gantry. There were no events of a collision between patient support foot holder and gantry cover at this site and there was no report of any harm/injury to a patient operator or bystander associated with this issue. The instructions for use (IFU) for brilliance systems was reviewed, and it was found that the IFU clearly warns the customer that "the patient table cannot be moved in when it is below a certain height. Raise the patient table up to enable moving it in". CT engineering evaluated and confirmed the allegation. As a result of the investigation, a new, 2 inch shorter version of the foot holder was released to replace the old brilliance foot holder. With the new foot holder, when the patient support is moved inwards, there is at least 1 inch of clearance between the foot holder and the gantry covers, thereby avoiding the collision. On 30-apr-2015, a modality specialist confirmed that the new shorter foot holder was ordered for replacement at the site. An service work order (swo) review at the site confirmed that there were no events related to collision between the gantry and the foot holder on this site. If during a patient clinical procedure, the patient support foot holder collides with the gantry cover, there would be potential for death or serious injury or tearing of medical equipment connected to the patient, due to trapping of patient body parts between the couch and gantry or contact of patient body parts with the gantry. Engineering determined the issue to be acceptable risk. According to risk management matrix (rmm), the following mitigations are applicable: ¿ limit couch and tilt motion to provide acceptable gap (per iec60601-1 3rd edition, finger clearance) between the couch and the gantry for preventing finger trapping. These limitations are to be measured when the couch is not loaded. ¿ instruction in instruction for use to watch patient during all movement. ¿ ingenuity CT (small bore, extended couch) shall limit the couch and tilt motion to provide finger clearance (per (a) above) when the following accessories are connected: (1) table extension (a.k.a. Foot extension), (2) flat head holder, (3) elevated head holder, (4) radiology flat top, (5) therapy flat top. ¿ brilliance 16, brilliance 64, ingenuity (CT, core or core128) (small bore, standard or bariatric couch) shall limit the couch and tilt motion to provide finger clearance (per (a) above) when the following accessories are connected: (1) table extension (a.k.a. Foot extension), (2) flat head holder, (3) elevated head holder, (4) radiology flat top. It is accepted to have the foot extension with clearance of less than 25mm, when in unload position. ¿ big bore shall limit the couch and tilt motion to provide finger clearance (per (a) above) when the following accessories are connected: (1) table extension (a.k.a. Foot extension), (2) flat head holder, (4) radiology flat top, (5) therapy flat top. ¿ the foot extension and foot extension pad shall have a warning label to warn the user of finger trapping. ¿ risk mitigated by: (1) operator training and manuals, (2) CT box enable button required beyond 100mm horizontal, (3) horizontal force limited to 40# maximum. No correction has been done on the site. The new shorter foot holder has been ordered for replacement at the customer site. The cause of the issue was that there was less clearance gap between the foot holder and the gantry covers.

Manufacturer narrative:
(B)(4). Further analysis of this issue found the following additional information: at the time of the event ((B)(6) 2007), the software version on the system was 2.2. CT engineering evaluated this issue and confirmed the allegation. Upon investigation, engineering stated that the envelope of allowed motion for the couch is based upon the profile the couch (without attachments) and the profile of the gantry. When moving the couch with attachments added, the operator must control this operation to prevent the attachment from contacting the gantry cover. Therefore, the horizontal travel of the couch was limited when the couch is fully lower. This issue was fixed in software version 2.4.6, and implemented in all the subsequent software upgrades. A review of the service work orders (swo) at the site confirmed that this site was upgraded to version 3.5 on 19 oct 2011 and is currently equipped with version 3.5.5. The swo review at the site also confirmed that there were no events related to collision between the gantry and the foot holder on this site. During initial complaint investigation, it was thought that the cause of the issue was too long footrest. Therefore, the philips field service engineer (fse) replaced the footrest with the shorter footrest at that time. However, later, it was identified that this issue only applied to brilliance ict systems and not on the product identified in this complaint. It was determined that the actual cause for the issue applicable to the CT system in this complaint was that there was a defect in the software version 2.2 where the system provided less clearance for the user to move in the couch at a lower vertical position. Therefore, if a foot holder was housed on the couch, it would collide with the gantry cover. This was fixed in software version 2.4.6 and all subsequent versions. The fse has been instructed to remove the new footrest and re install the old, original, brilliance footrest on the system.

Event description:
Philips received information from a customer site that if the couch is in the lowest position, the "in button" is disabled, which means the CT user can not drive the couch inward. If the user then presses the "up button" and brings the couch a little bit up, the "in button" is activated and it becomes possible to move the couch inward. There was no report of any harm to patient or operator as a result of this reported event.